Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed denovo target lesion was located in the moderately tortuous and severely calcified left main coronary artery (lmca). The lesion was treated with rotational atherectomy and then the physician attempted to advanced a 2.5x28mm promus stent delivery system (sds) to the lmca; however, the device was unable to cross the lesion. A 5.0x8mm quantum maverick balloon catheter was advanced to the lesion for predilation; however, upon the first inflation to 10atms for 15 seconds, the balloon ruptured. The device was successfully removed from the patient and then the same 2.5x28mm promus sds was re-advanced to the lesion and successfully deployed. No patient complications were reported and the patient's current condition is good.